Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump displayed repeated restart 38 alerts consistent with a motor stall over multiple days, and the user described abnormal internal noise suggesting a loose or broken internal component; a replacement ilet was shipped, and the user was instructed on shutting down the device, returning the original unit with a provided label, syncing data to the mobile app prior to return, and completing the startup process on the replacement, with notification that historical ilet data would not transfer. Symptoms included no reported adverse health effects. Outcomes included continued cgm use via the dexcom app or receiver and education on return logistics to avoid warranty impact. Investigation included customer interview and troubleshooting with operational guidance. Investigation of this case revealed a reported motor stall with suspected internal mechanical damage to the pump assembly, consistent with prior similar reports of motor stall alerts. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical malfunction related to the motor drive.